Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4).

Event description:
It was reported that stent damage occurred. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified left anterior descending (lad) artery. A 2.50 x 32 synergy¿ drug-eluting stent was advanced but failed to cross the lesion. After the device was removed from the patient, it was noted that the stent was lifted up. The procedure was completed with a different device. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR: a synergy ous mr 2.50 x 32mm stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found distal stent damage. Distal stent struts were pulled distally such that the distal end of the stent was distal to the device tip. The crimped stent od (outer diameter) of the undamaged proximal stent was measured and the result was this is within maximum crimped stent profile measurement. The balloon cones were reviewed. The wings of the balloon cones were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found multiple hypotube kinks. A visual and tactile examination of the shaft polymer extrusion revealed no issues. The bi-component bond showed no signs of damage or strain. A visual and tactile examination of the tip identified no issues. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified left anterior descending (lad) artery. A 2.50 x 32 synergy¿ drug-eluting stent was advanced but failed to cross the lesion. After the device was removed from the patient, it was noted that the stent was lifted up. The procedure was completed with a different device. No patient complications were reported.